Event description:
It was reported that, during a hip arthroscopy, an osteoraptor had not been screwed and it was broken inside the patient. All the broken pieces were retrieved with tweezers. Surgery was resumed without any delay, with a back-up device. No other complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a hip arthroscopy, an osteoraptor anchor had not been screwed and it was broken inside the patient. All the broken pieces were retrieved from the patient with tweezers. Surgery was resumed without any surgical delay, with a back-up device. No other complications were reported.

Manufacturer narrative:
B5 was updated. The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Our clinical investigation concluded: this case reported all the broken pieces of the osteoraptor were retrieved from inside of the patient with tweezers. However, no clinical information was provided; therefore, a thorough medical investigation could not be rendered nor could the root cause of the reported failure be determined. Based on the information provided, the surgery completed without a delay with a back-up device. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.